Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist reviewed the customer care advocate (cca's) documentation. The pt requested a new meter because she had been using her current onetouch ultra more than five yrs. The pt once concerned about its accuracy, alleging that sometimes the results possibly were inaccurately elevated. A week prior to her late 2008 call, the pt, who tests up to seven times a day, obtained a result of 376 mg/dl. Based upon the result, the pt reportedly injected extra insulin (type not provided). Although not on a sliding scale, the pt has elected to inject one to two extra units when a result is over 100; e.g., if 280, she may inject two extra units. Allegedly, five to 10 mins later, the pt began sweating and became tired with a racing heart. The pt took glucose tabs to relieve the symptoms. The cca replaced the meter. Because the pt reportedly developed sweating and a "racing heart", which can be associated with serious injury after injecting insulin based on the meter result, this case is being reported as an adverse event.